Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with a different device. There is no patient injury reported, and the patient condition was good post-procedure.